Event description:
After steam sterilization load completed, spd tech had identified multiple instruments in peel pouches that had a chemical integrator (ci) with ink leaking from within. Spd manager ruled out sterilizer equipment failure by verifying that the peel packs with damaged ci's were run in different autoclaves and cycles.